Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly the customer declined troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.